Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿use only the syringe and needle provided by tandem diabetes care, inc. To fill the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not bring a syringe while out of town to fill a new cartridge. Reportedly, the customer filled the cartridge using a manual injection and received a minimum fill message. The customer reportedly filled the cartridge with 100 units three times. The customer reported reverting to manual injections. Additionally, it was reported that a cartridge detection notification occurred during the load process. The customer reported a blood glucose (bg) level of 366 mg/dl and the bg level was addressed with a bolus via the pump. A new cartridge was successfully loaded to address the event.